Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as change of caretaker without information and without proper training. The peritonitis was manifested by cloudy pd effluent, abdominal pain, fever and poor appetite. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, discontinued after 10 days) and ceftazidime injection (1gm, intraperitoneal, discontinued after 10 days) for the events. Ten days after the event onset, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient remained hospitalized and was recovering from the events. It was reported that the caretaker was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from peritonitis, cloudy pd effluent, abdominal pain, fever and poor appetite. Should additional relevant information become available, a supplemental report will be submitted.